Event description:
Related manufacturer reference number: 2017865-2019-11297. Related manufacturer reference number: 2017865-2019-11298. New information noted that the implantable cardioverter, right atrial lead, and right ventricular lead were explanted. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient developed a pocket infection. The incision was open with the device exposed. The implantable cardioverter was explanted. Patient was stable post procedure.